Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient experienced a "twitching" sensation. It was also reported that the right ventricular (rv) lead exhibited low impedance and was fractured. The rv lead was reprogrammed and replaced. No further patient complications have been reported as a result of this event.